Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime the shunt senor leaked. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 09, 2018. (B)(4). The returned sample was visually inspected. Upon receipt it was noted that there were no caps, no buffer and no sparger present. The returned sample was leak tested by connecting with a syringe and a calibrated manometer, submerged into a water bath. The unit was pressurize with air up to 1063 mmhg for 30 seconds; no leaks were observed. The pressure was released and an attempt to tighten the large blue bore cap was made, the cap was found to be properly seated and tightened. A retention sample from the affected part number / lot number combination was obtained and visually inspected. No visual damage or any other anomalies noted with the part or the packaging. The retention sample was leak tested, passed the leak test and found to function as intended. The complaint was not confirmed and a definitive root cause was not able to be determined. A possible root cause for the leakage during prime is the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.